Event description:
Device returned by rep. With oos report indicating explant and replacement due to infection and erosion. Also removed were: cylos dr, MDR 1028232-2007-00514, polyrox 60 bp, MDR 1028232-2007-00515.